Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed some error/fault codes had been recorded. The touchscreen was tested for functionality and calibration, it was noted the touchscreen ceased responding to touch. Detailed testing narrowed the issue to a problem with the lcd touchscreen; however, the root cause could not be determined.

Event description:
It was reported that the programmer touch screen was not responding during threshold test. To date, the product was not yet returned for analysis/repair. No adverse patient effects were reported.